Manufacturer narrative:
(B)(4). A b. Braun service customer tech has tested and checked the machine as requested by the customer. The blood leak detector was also checked and there was no malfunction. The machine passed the technical safety inspection and there were no malfunctions noted. The machine performed within spec. A review of the customer complaint database, dating back two years, revealed no similar complaints concerning this device. Since there is no product deviation, no further measures will be taken. According to the pt info, the pt has a liver disease. It is presumed that a high bilirubin value is the root cause for the dark filtrate. All available info has been forwarded to the actual MFR. If add'l pertinent info become available, a f/u report will be submitted.

Event description:
As reported by the user facility: doctor claims that both diapact machines at facility have caused hemolysis on a single pt because the ultrafiltration bag is filled and dark fluid. Doctor wants both diapact machines function checked by b. Braun customer engineer to confirm proper operation. Add'l info received by e-mail. Pt received pex (plasma exchange) therapy. Asahi plasma filter was used. ICU pt. Imp ref # 2523676-2013-00277.